Event description:
On (B)(6) 2011, the patient contacted animas alleging elevated blood glucose (bg) readings after bolusing with pump. The patient reported that on the evening of (B)(6) 2011 she obtained a high bg of 350 mg/dl with symptoms of abdominal pain and moderate ketones. The patient claimed she treated the high bg with an injection and confirmed her bg came down. The patient reported feeling thirsty on the morning of (B)(6) 2011; however, it is not known what her bg was at the time. Prior to lunch on (B)(6) 2011, the patient reported her bg was 91 mg/dl; however, after bolusing and having lunch her bg was elevated at either 277 mg/dl or 359 mg/dl. The patient denied having any symptoms with high bg. At the time of troubleshooting, animas customer support reviewed all pump settings and confirmed all to be correct. There were no associated alarms in pump's history and when reviewing bolus and basal histories, it was noted that all totals added up with total daily delivery and all basals appeared to have been delivered. The patient denied any issues with infusion set. Customer service noted there was nothing to indicate a malfunction of the subject device. Although there is no indication that the subject pump malfunctioned, this complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the battery compartment threads are damaged. This malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.